Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a nurse on 09-sep-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received poly-l-lactic (sculptra) acid between (B)(6) 2010 and (B)(6) 2010. She received four vials in total during this period. No additional treatment details were reported. Relevant medical history and concomitant medication information were not mentioned. Ten days prior to this report, the patient experienced swelling of the face, hard and swollen cheeks and red around the eyes. The nurse stated that it is the tissue that is hard. The patient has no pain and there were no nodules or papules. The patient's doctor prescribed antibiotics (nos) but they have had no effect and the swelling is getting worse. Action taken: unknown. Outcome - not recovered/not resolved. Reporter's causality assessment: not provided. A ptc (pharmaceutical technical complaint) was initiated: (B)(4).